Manufacturer narrative:
A promus premier select ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed that it was missing. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties were encountered and tip detachment occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 17mmx3.5mm, eccentric target lesion containing a >=90 degrees significant bend was located in the severely tortuous and moderately calcified protected left main artery. Following pre dilatation, a 20 x 3.50 promus premier select drug-eluting stent was advanced for treatment. The device failed to cross the lesion and was stuck inside the patient. While negotiating during retrieval, it the tip was detached and was not removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.